Event description:
Additional information was received confirming that this event did not take place during a procedure.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the connector on his olympus evis exera iii video system center was not working properly, causing the image to flicker intermittently. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video connection point was compromised and interrupting the presented image. If additional information becomes available following the device evaluation, a supplemental report will be filed.